Manufacturer narrative:
The device history records were reviewed and nothing was found to indicate there was a mfg related cause for the event. The lot met all release criteria. This is the only complaint reported to date for this failure mode for this lot number. The investigation is inconclusive, as the sample was not returned for eval. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Event description:
It was reported that during a procedure to treat a lesion in the left common iliac artery, the stent detached from the balloon. Several attempts were made to recapture the detached stent; however, they were unsuccessful and the efforts resulted in movement of the detached stent to the aortic bifurcation. The stent remains in the pt. The lesion was treated with balloon angioplasty. There was no reported pt injury.